Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit was depleting helium tanks during daily checks. Users observed that the unit was consuming two full helium tanks within approximately two weeks. No patient was involved.

Manufacturer narrative:
Corrected fields: e1(initial reporter, event site telephone, event site email), e3.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g1 (contact person mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and was able to replicate the reported malfunction. The fse identified that x4 was dropping rapidly when closing the helium tank. X5 was also dropping when the console was docked in the hospital cart and on rescue mode. X4 dropped 20 psi in about 60 seconds once the helium tank was closed. X5 dropped three psi in about five minutes on rescue mode. The fse replaced the helium reservoir assembly (0997-00-0565). Nothing unusual was identified in the logs. The unit was calibrated and passed all functional and safety tests per factory specifications. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part number 0997-00-0565 with a reported unit failure of a helium leak. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed helium was leaking faster than factory specifications allows. No root cause able to be identified. Retaining the part in the failure analysis and testing department per procedure number (B)(4).